Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on 3 occasions due to low blood glucose, with blood glucose of 25 mg/dl at the time of the incident. The customer was at 449 mg/dl at the time of the call. The customer was given food and intravenous fluids to treat. The customer experienced symptoms such as feeling tired. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported having a high blood glucose event. The customer was advised not to use the pump and is currently using manual injections. The customer had lows on (B)(6) 2018. The insulin pump will not be returned for analysis.